Event description:
The customer reported that the silicone segment ballooned during infusion. No pt harm or med intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
MFR report date: 03/11/2015. Internal file no: (B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.